Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the motor will not lock, but chair drives okay so needs motor only.